Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) observed the batteries indicated a full charge but were unable to support the iabp under battery power. The charging capability of the device worked properly. The batteries were placed. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the batteries failed the battery test. The batteries indicated a full charge but were unable to support the iabp under battery power for more than several minutes the charging capability of the device worked properly. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the batteries failed the battery test. The batteries indicated a full charge but were unable to support the iabp under battery power for more than several minutes the charging capability of the device worked properly. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm completed pm and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.